Event description:
It was reported by the attorney that the patient underwent a surgical procedure on (B)(6) 2009 and pelvilace was implanted. It was reported that the patient underwent another gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent placement of suprapubic tube and excision of mesh on (B)(6) 2012 due to mesh exposure, erosion and urethral stones. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to recurrent sui. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient experienced urinary tract infection, urethral calculus, and urinary incontinence.